Event description:
It was reported that a healthcare provider and the user sought assistance to perform a factory reset on the ilet system due to recurrent low glucose readings while the user was using a dexcom g7 and an inset infusion site and preparing for a prolonged liquid diet; the reset was completed successfully during the call. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education, with no device alerts or alarms reported. Investigation included an in-call review of use conditions and guided factory reset to reinitialize system learning. Investigation of this case revealed no device malfunction identified during troubleshooting and no alert behavior, with the event classified as cause unclear given the concurrent liquid diet and recent need for re-learning. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.